Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of unspecified tissue injury and unchanged mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the available information, the reported unspecified tissue injury appears to have been related to procedural conditions. The reported unchanged mr appears to have been an outcome of the reported unspecified tissue injury. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was placed on the mitral valve and the leaflets grasped when a tear was noted in the posterior leaflet. The second clip was deployed however mr was unable to be reduced and remained at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.